Manufacturer narrative:
A review of the device history record for the evercross did not reveal any discrepancies relevant to the reported event.

Event description:
During angioplasty in the right upper av fistula, the evercross balloon was advanced across the venous anastomosis. The evercross was then inflated to over 25 atm by hand. The evercross balloon burst and upon removal, the balloon sheared off the distal half of the balloon. Under fluoroscopy the piece of the balloon was seen at the junction of the stenosis and in the axillary vein. The decision was made to place two covered stents to trap the remaining evercross balloon part against the vessel. The patient is doing well.